Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that attempts to interrogate the device were unsuccessful; telemetry could not be established. The purpose of the investigation was to turn off the tachycardia detections as the patient was on comfort measures and at end of life. When the programming head was placed over the top of the device, a programming session could not be initiated. A new programming head was also used but did not work. After consulting with technical services, it was concluded that the patient was receiving several shocks for arrhythmias and the battery did not have enough time to recover so that a programmer session could be initiated to turn off detections permanently. A magnet was placed overnight to allow for battery recovery so detections could be disabled in the morning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wired telemetry. If information is provided in the future, a supplemental report will be issued.